Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-18615). (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary. Correction: manufacturer report 2938836-2014-18615, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Event description:
It was reported that the patient presented for routine follow-up. The remaining battery longevity dramatically dropped from the expected longevity since the last follow-up and had reached eos the day after reaching eri. The device was explanted.